Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic exploration and double attachment resection, when bleeding was stopped, the suture needle tip was found to be broken. The operation was immediately stopped and reported to the head nurse. Everyone searched the surgical field, dressings, cloths, ground and other suspected places where the needle tip might have been left. The needle tip was not found after 45 minutes. Because the missing needle tip was too small, the c-arm machine could not take pictures. The doctor closed the abdomen.